Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports they put 100mls of liquid in the enteral feeding pump with a rate of 100mls per hour and it was done in 45 minutes. Per follow up, the reporter stated that the pediatric patient vomited due to the feed going too fast.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The customer reported they put 100mls of liquid in the enteral feeding pump with a rate of 100mls per hour and it was done in 45 minutes. Per follow up, the reporter stated that the pediatric patient vomited due to the feed going too fast. The unit was triaged, and the reported issue could not be confirmed at this time. An accuracy test was performed, and the unit passed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The initial reporter's address was added.